Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances, or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed, and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient¿s contact noticed fluid on the floor. The patient contact reported receiving a drain line is blocked message during drain one of four of treatment. There were air bubbles found in the drain line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up the patient contact stated they noticed fluid underneath the cycler, but did not know where the leak had occurred. The patient contact stated there was no leaks were noticed from the solution bag during setup, and all the connections were secure. The patient contact stated they did not find any damage, or other issues to the cassette or solution bags when they removed the products. There was no fluid in the cycler door. The patient contact did not know what had caused the leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact reported the patient had some pain, but it resolved after draining. The patient was able to complete treatment with manual supplies. The patient has continued pd treatment on the same cycler without reoccurrence of the event. The cassette was discarded, and not available for return to the manufacturer for physical evaluation.